Manufacturer narrative:
Refer to the attached investigation report.

Event description:
Reportedly, noise oversensing was observed in some episodes stored in the device memory. The patient complained chest stimulation. A follow-up is scheduled for (B)(6) 2021.

Manufacturer narrative:
Preliminary review of available data files identified oversensing relative to the channel occupied by the subject lead.

Event description:
Reportedly, noise oversensing was observed in some episodes stored in the device memory. The patient complained chest stimulation.